Event description:
It was a ventilator failure during use reported. This did not lead to patient consequences, reportedly.

Manufacturer narrative:
The dispatched fse could not duplicate the reported error condition; the device exhibited no malfunctions during testing. The analog board of the device was replaced as a precaution; the workstation was returned to use afterwards with no further issues reported to date. Log file evaluation made by the manufacturer revealed that there was indeed no ventilator failure during the concerned procedure. The log indicates that the device passed the automatic power-on self-test in the morning of the date of event without deviations. The case in question was started at 02:02 pm system time in manual ventilation mode with switchover to volume mode 3 minutes later. Just from the start of automatic ventilation the self-monitoring function of the device detected a drop in auxiliary vacuum pressure. This vacuum pressure is required to actuate the valves that control the ventilation and to keep the piston diaphragms in place to avoid wrinkling and damage. The device responds to this condition with an alarm of type check vent assembly, most probably this was misinterpreted by the user as a vent fail alarm. In the following, the user switched several times forth and back between man/spont and volume mode but this did not improve the situation. At 02:35 pm the unit was placed into standby. A decrease in vacuum pressure may have different root causes. A cut or hole in one of the piston diaphragms may result in a failure to maintain vacuum pressure, problems with the pump would be an imaginable scenario or a problem with the dedicated valve that limits the vacuum pressure would be considerable. All these scenarios are malfunctions that would be detectable during testing in follow-up of the event but this was not the case. This leads to the conclusion that the compact breathing system (cosy) wasn't properly installed to the ventilator unit after previous use cycle. The cosy is subject to reprocessing on a regular base and has to be detached and disassembled from the device for that purpose. If reassembly was not done properly afterwards this may lead to leakages in the pneumatic control circles of the device. The attempts to locate the source of the problem may have corrected the error condition unnoticedly. A reliable conclusion is however not possible based on the available facts and resulting from the aspect that no persisting error condition was found during the tests done in follow-up of the event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was a ventilator failure during use reported. This did not lead to patient consequences, reportedly.